Event description:
Pt admitted for chest pain underwent coronary angiography with intra-aortic balloon pump placement. A slow leak on 34-ml intra-aortic balloon that was placed earlier noted. Discussed with the co reps. Trouble-shooting revealed some staining on the coil on the pt end of the balloon tubing. It was recommended that it be changed. The pt was taken back to the cardiac catheterization laboratory for intra-aortic balloon pump replacement with a smaller 25-ml balloon.